Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient felt shaky, weak and thought they were going to pass out. It was reported that the cgm was 69 mg/dl and their bg was 48 mg/dl. They called an ambulance and when the paramedics arrived they treated the patient with sugary foods and the patient recovered. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.